Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 216 mg/dl. The blood glucose reading at the time of the event was 445 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting and nauseated. Hospital treated with insulin drip and saline with potassium. Nothing further reported.

Manufacturer narrative:
Intermittent button response noted during testing due to corroded keypad traces. All operating currents are within specification. No unexpected off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No random beeping or random no delivery alarms noted during testing. No anomaly was noted. Severely scratched lcd window, cracked case on lcd display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.